Event description:
Review of the post market surveillance surveys noted, "it is difficult to place the insert; it is necessary to nail the tibial site. The entire tray is exposed. It requires strong force, which often squeezes out the cement. The small amount of the remaining cement causes the loosening."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scopio nrg ps. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).